Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery with intraocular lens (iol) implantation, irrigation was cut off, and while the foot pedal was in position 3, a wound burn and corneal injury occurred which required suturing. The surgery was completed on the same day but unknown how it was completed. There was no further treatment planned at the time of report. The patient was not hospitalized. The current patient condition was unknown. This report pertains to the pack involved in this complaint.